Event description:
A customer reported an alarm 20 malfunction on their insulin pump during the load process. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections (mdi) as backup therapy while waiting for the replacement pump, which will be shipped to the provided address. Technical support instructed the customer on how to put the pump into storage mode and return it using a pre-paid label.